Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized on (B)(6) 2024 with a blood glucose (bg) level of 700 mg/dl and high ammonia levels; cause was unknown. Multiple attempts were made by tandem¿s technical support to obtain additional information about nature of the treatment received and release date; however, no additional information regarding this event was provided.